Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: the actual device was returned for evaluation. Visual analysis revealed that right-sasi exhibits sign of minimal wear with no damage. Additionally, both of the electrical connections had no damage nor debris that could have contributed to the reported event. It appears that the returned right-sasi has possibly not been used other than the initial assembly to the system, where the failure immediately occurred. The functional evaluation of the right-sasi, without the saw handpiece (sh) or planar base engaged, found the planar latch lever rotated fully and freely. The sh lever did offer minimal resistance and did squeak but did fully rotate. After activating the sh lever a few times, it did become seized. Lubrication of the lever joint did help free it up, but only temporarily. The sh lever remained totally seized. Before this lever totally seized, this sasi assembled to sh with nominal force and had no looseness between the two. The assembly between the sh and planar felt secure with no looseness. The short saw cable of the sh plugged into the sasi all the way without any difficulty and felt secure when attached. In an attempt to replicate the reported saw console messages events (without the original velys robotic system), the returned sasi (as part of the complaint) was assembled with the production-equivalent velys robotics system to perform setup, initialization and calibration of the saw per instructions for use (IFU), user guide - software. When the sasi was connected to the system, a ¿saw is not connected¿ error was displayed and would not allow to proceed any further. Individual continuity checks of each of the seven electrical circuits was performed using a multimeter and pigtail connectors connected into each sasi electrical port, forming the circuits. The pigtail connectors are actual new cables used in the velys system. The plugs on each end were left intact (to plug into each of the connectors on the sasi) and the wires on the other ends were stripped (to be able to connect to the multimeter). The circuit using the blue wire failed the connectivity test. A failure of any one of these seven circuits could cause the reported ¿check saw connection¿ error. In an attempt to determine the root cause of this defect, a request was submitted to the metrology department located in warsaw, in to have the sasi CT-scanned to look for loose or broken wires or connections. The assessment revealed that there was a broken wire that would directly cause the reported system error of ¿check saw connection¿; this broken wire correlates with the specific blue wire identified with the continuity test previously performed. This failure is isolated to a defect of the odo 90-degree electrical connector component, which is built into the sasi. The overall complaint was confirmed as the observed condition of the velys saw interface right would contribute to the complained device issue. Therefore, the reported condition was confirmed. However, an assignable root cause was not established.

Event description:
It was reported that during in-house engineering evaluation, it was determined that the robotic-assisted solution saw interface (right) device was broken (2+ pieces) : device fractured. It was initially reported that preoperatively to a total knee arthroplasty (tka) procedure, it was observed that a saw not connected error occurred. The device was used in conjunction with the saw handpiece device. There were no delays to the surgical procedure as a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.